Event description:
Work related injury due to repeated opening of vials as part of work related activity. Operator is undergoing physical therapy on the right wrist and thumb, no pre existing condition.